Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2000: (B)(6). (B)(6), do. Emergency room visit. Complaint of right upper quadrant pain for last three days. Had same symptoms one month after having cholecystectomy then checked by primary care physician and found to be negative. Says she does a lot of lifting. Runs a day care center. Has had nausea, three episodes of diarrhea today. Low grade fever at home 100.3 three days ago. Abdomen is severely obese, soft, bowel sounds, difficult to locate exact area of tenderness due to obesity over right upper quadrant also somewhat to right of umbilicus. Past medical history: diabetes mellitus, 17 kidney stones. Cholecystectomy in 1998 [date discrepancy, other records indicate 1997], and dilation and curettage. Emergency department course: acute abdominal series showed large amount of stool backed up on x-ray. Diagnosis: acute abdominal pain, probable constipation. (B)(6) 2002: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: persistent nausea and epigastric discomfort with history of nsaids intake. Postoperative diagnosis: multiple gastric ulcers, hiatal hernia, mild esophagitis. Operation performed: esophagogastroduodenoscopy, biopsy. Description of procedure: examination of stomach showed moderate-sided [sic] hiatal hernia. (B)(6) 2002: (B)(6). (B)(6), md. Office notes. Right upper quadrant pain for approximately 4 years. Had it prior to laparoscopic cholecystectomy, after procedure had same pain. Ultrasound and other tests negative. Intermittent over 4 years. Hysterectomy november 1, 2001, pain returned. Radiates to back. Went to emergency department twice for pain control. Seen primary care physician, who sent her to dr. (B)(6), did scope and found she had hiatal hernia and three ulcers. That was approximately 2 weeks ago, and she started on prevacid and reglan. States pain has been much better last 10 days. Burning and stabbing in quality and character. Coughing is painful. After massage therapy pain so severe that she could hardly walk and vomited. Physical examination: weight 294 pounds. Abdomen is obese, soft, right upper quadrant tenderness to deep palpation. Diagnosis: chronic right posterior chest pain, exogenous obesity, noninsulin-dependent diabetes mellitus. Plan: discussed options, include second opinion, see if symptoms continue to be less now she is on ulcer medicine, since pain could be related to ulcer. Suggested CT scan of abdomen to rule out any intra-abdominal pathology or process and have her return and do thoracic diagnostic blocks. Sarah opted for CT scan followed by thoracic diagnostic blocks. (B)(6) 2003: (B)(6). (B)(6), do. Radiology-CT abdomen/pelvis. Impression: probable slight increase in size of 2 cm exophytic mass on the medial aspect of right kidney at upper interpolar portion. (B)(6) 2003: (B)(6). [Ni]. Radiology-CT abdomen/pelvis. Indication: renal cyst follow-up. Impression: unchanged medial left renal lesion since (B)(6) 2003. Looks more cystic then last study of (B)(6) 2003 and thus more benign. Otherwise negative abdominal and pelvic CT. (B)(6) 2003: (B)(6). (B)(6), do. Radiology-CT abdomen/pelvis. Indication: renal calculus. Impression: 1.3 mm obstructing calculus in mid right ureter just above the level of pelvic inlet causing mild-to-moderate hydronephrosis on the right. Exophytic dense renal lesion on left not well evaluated on this study. (B)(6) 2003: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Indication: fever, acute right flank pain today. Previous kidney stone history with removal yesterday. Impression: apparent interval removal of right ureteral calculus, now moderate nonspecific inflammation along mid-lower right ureter and along lower right kidney with persistent mild hydronephrosis. Unchanged left kidney medial soft tissue prominence, possibly cyst. No new pelvic abnormality. (B)(6) 2003: (B)(6). (B)(6), md. Consultation. Weighs 244 pounds. Used to weigh more than 300 pounds and recently had roux-en-y surgery for obesity. Has been having abdominal pain in lower part of belly. Had this pain on day of admission, (B)(6) 2003, diagnosis of stone in right ureter was made, underwent stone removal. That pain is gone but still has pain in lower abdomen. Having low-grade fever, as well as slightly elevated white count. White count is 13,700. On levaquin and gentamicin for fever. She told me she had similar pain before and seen by physician in ypsilanti, michigan and some gas pills and tums and other pills given to her, which gave her relief. Tenderness in both lower quadrants of abdomen, but otherwise soft. Passing gas and stool, it is quite possible patient has some constipation due to morphine or a possibility could be partial small bowel obstruction, which is common in these people after roux-en-y gastric bypass because of the adhesions. Will give some medications to relieve gas, some magnesium citrate to see if we cannot take care of constipation. Also give her some tums. If she continues to have abdominal pain we might have to order upper gastrointestinal series with small bowel follow-through to rule out partial small bowel obstruction. (B)(6) 2003: (B)(6). (B)(6), md. Discharge summary. Right ureteral calculus, obstructing upper right ureter. Underwent cystoscopy, right flexible ureteroscopy with stone extraction. Postoperatively, has severe pain in suprapubic area, no relieved by narcotics. Given intravenous antibiotics and felt better. Because she had intestinal bypass with low abdominal pain, dr. (B)(6) asked to see patient. He did not see any acute problem. Discharged to continue oral levaquin as outpatient. (B)(6) 2004: (B)(6). (B)(6), md. Discharge summary. Discharge diagnosis: complex ventral incisional hernia. History of present illness: history of ventral incisional hernia after bariatric surgery. Coming in for repair of hernia. Hospital course: recovery was somewhat slow and return of bowel function took some time. There was some manipulation of bowel during operation, which contributed to this. (B)(6) 2005: (B)(6). (B)(6), md. History and physical. History of gastric bypass surgery. Had multiple ventral hernias, repaired 1 year ago. Within last 2 months, the patient noticed bulge that seemed to be getting bigger in epigastric region. The bulge has been getting progressively bigger x 2 weeks. Within last 2 weeks, it has become somewhat tight and ecchymotic and erythematous. Abdomen: soft, very mild tenderness of inferior portion of epigastric scar. There is a hernia palpated within the inferior portion of scar. Impression: recurrent incisional hernia. Plan: admitted for repair of recurrent incisional hernia. (B)(6) 2005: (B)(6). (B)(6), md. Discharge summary. Admitting diagnosis: recurrent incisional hernia. Discharge diagnosis: recurrent incisional hernia, status post repair of recurrent incisional hernia. Operations and special invasive procedures: repair of recurrent incisional hernia. Postoperatively admitted for pain management. (B)(6) 2005: (B)(6). (B)(6), do. Radiology-CT abdomen/pelvis. Indication: evaluation of renal lesion. Impression: new intrarenal calculus left. Ventral hernia. Stable-appearing mass density medial aspect of the left kidney. (B)(6) 2005: (B)(6). (B)(6), do. Radiology-CT abdomen/pelvis. Indication: renal cyst follow-up. Impression: persistent ventral hernia, intrarenal calculus left. Stable appearing density involving medial portion of left kidney. (B)(6) 2005: (B)(6). (B)(6), md. Consultation. Fever after surgery. Assessment: status post recurrent abdominal hernia repairs with mesh, leukocytosis. Will observe white blood cell count. (B)(6) 2005: (B)(6). (B)(6), md. Discharge summary. Admission/d diagnosis: huge incisional hernia (recurrent). Discharge diagnosis: huge incisional hernia (recurrent). Repair of huge recurrent incisional hernia with mesh. Hospital course: admitted to hospital after having undergone repair of huge incisional hernia. Tolerated this very well. Had some difficulty tolerating oral intake for 1st few days postoperatively, postoperative day #5 she was tolerating diet. Pain controlled with oral pain medications and voiding spontaneously. Discharge home. (B)(6) 2005: (B)(6). [Ni]. Radiology-CT abdomen/pelvis. Indication: abdominal seroma. Abdominal hernia repair with mesh. Findings. Soft tissue portion of anterior abdominal wall extending from area inferiorly to the pelvis. There is identified soft tissue density. This has hounsfield units of approximately 20 which would be consistent with water and most likely represents a seroma. There is a small area of subcutaneous air identified in upper abdomen best visualized on image 35 just to the left of the midline. There is strand-like density overlying the anterior abdomen presumed to be the mesh from surgical repair. No air fluid levels are identified. Impression: prominent soft tissue type density extending along lung presumed to be the surgical site. This has hounsfield units of approximately 11 to 20 suggesting the presence of seroma. Other consideration to be hematoma. Small area of subcutaneous air just to left of midline in upper abdomen. Cannot identify an air fluid level within area of increased density. (B)(6) 2005: (B)(6). (B)(6), md. CT-guided aspiration. Indication: status post ventral hernia repair (B)(6) 2005, with postop seroma. Technique: patient was placed supine on the CT table and unenhanced images obtained through the anterior abdominal wall at the site of ventral hernia repair. There is fluid seen anterior and posterior to the mesh. The skin over the anterior abdomen was sterilely prepped and draped and infiltrated with local anesthetic. A 19-gauge sheathed yueh needle was placed into the fluid. Two different sites were punctures [sic]. Fluid was sent for culture and gram stain. Follow-up images demonstrate no residual fluid anterior to the mesh, however, there is still fluid seen posterior to the mesh. These findings were given to dr. (B)(6) at the completion of the examination. Impression: CT-guided aspiration of the anterior subcutaneous seroma using an anterior approach and 19-gauge sheathed yueh needle as noted above. A total of 425 cc of serosanguineous fluid was aspirated. (B)(6) 2005 [date assigned]: (B)(6). Lab. Body fluid culture /smear source: fluid seroma fluid. Smears and preps: direct smear: no organisms observed, rare polymorphonuclear neutrophil¿s. Preliminary report: no growth to date. (B)(6) 2006: (B)(6). [Ni]. Radiology-CT abdomen/pelvis. Indication: ureteral calculus. Impression: 6 mm stone in left proximal ureter with mild prominence of left pelvis. 2 small calcific densities in left kidney related to nephrolithiasis. Postoperative changes in anterior abdominal wall with mesh in anterior abdominal wall. Interval reduction in fluid collection in anterior abdominal wall and in subcutaneous soft tissues when compared to previous studies. (B)(6) 2006: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Indication: left flank pain. Impression: 6-mm calculus lodge in proximal left ureter without hydronephrosis. (B)(6) 2006: (B)(6). [Ni]. Radiology-CT abdomen/pelvis. Indication: left flank pain. Findings: there are 2 tiny distal left ureteric calculi visualized, both measuring about 3 mm in size with proximal moderate hydroureteronephrosis. There is a mesh seen in the anterior abdominal wall. There is a fluid collection seen in the anterior abdominal wall just below the site of incision, which measures about 6.7 cm in the transverse and 1.9 cm in the anterior-posterior dimensions, likely representing anterior abdominal wall seroma/hematoma, which was present on the prior study and is unchanged in appearance. (B)(6) 2008: (B)(6). Lab. Wbc 11.6 (3.4-11.0). (B)(6) 2008: (B)(6). (B)(6), md. Emergency room visit. Complains of significant abdominal pain mostly in left upper rib area with associated nausea, no vomiting. Pain for about 6 days, but lot of [sic] worse today. Feels like abdomen is little more distended than normal. Feels like there is a little bit of lump in her abdomen, which she noticed before and it has been for about 6 days. Has not had fever or cough. Abdomen: soft, somewhat distended, without guarding, rebound, or tenderness. Decreased bowel sounds little bit upright here tickling bowel sounds. Firm nodule in mid abdomen it is tender to palpation, but does not know where pain is worst. Pain is worst in left upper quadrant. Abdominal films do show small bowel obstruction. Given dilaudid, zofran, half-liter bolus normal saline. Getting CT of abdomen and pelvis. Going to floor, they going to call dr. (B)(6) to decide if she requires a surgery or not. Provisional diagnosis: acute small bowel obstruction. (B)(6) 2008: (B)(6). (B)(6), do. Radiology- acute abdominal series. Findings: nonspecific air fluid levels representing small bowel structure seen within lower quadrant. Underlying ileus versus early developing small bowel obstruction are 2 main concerns. (B)(6) 2008: (B)(6). Lab. Wbc 11.6 h (3.4-11.0). (B)(6) 2008: (B)(6). (B)(6), md. Radiology- CT abdomen/pelvis. Indication: abdominal pain. Findings: examination demonstrates a loop of distended small bowel with feces noted twisting upon the mesentery noted in the right lower quadrant. There is abrupt narrowing of loops of small bowel distal to this with proximal loops of dilated small bowel. No contrast is noted within a nondistended colon. Mild fat stranding noted additionally in right lower quadrant without frank free fluid collections. There is a tiny peri-incisional fluid collection noted beneath the rectus abdominus sheath anterior to peritoneum mildly thickened. Slight peri-incisional fat stranding. No frank abscess noted. Impression: mesomesenteric volvulus of distal small bowel in right lower quadrant causing complete small bowel obstruction. No evidence of pneumatosis intestinalis or pneumoperitoneum. Small peri-incisional fluid collection. (B)(6) 2008: (B)(6). (B)(6), md. History & physical. Reason for admission: small bowel obstruction. Recurrent incisional hernia repair by dr. (B)(6) on (B)(6) 2008. Apparently, a mesh that I placed was removed and replaced by alloderm 16 x 20 cm mesh. In hospital for 4 days but improved. Began having increased abdominal pain, distention, nausea, and vomiting. Admitted to dr. (B)(6) service. I am seeing her in covering role; however, she was my patient originally. Physical exam: abdomen: soft but distended. Tender to palpation in lower abdomen. CT abdomen and pelvis done, revealed complete small bowel obstruction with questionable internal hernia. Plan: will need to be explored due to complete nature of small bowel obstruction and concern about internal herniation with small bowel necrosis. Consult dr. (B)(6), primary care physician, for medical management. (B)(6) 2008: (B)(6). (B)(6), md. Operative report. First assistant: (B)(6), md. Preoperative diagnosis: small bowel obstruction, status post incisional ventral hernia repair. Postoperative diagnosis: small bowel obstruction, status post incisional ventral hernia repair. Small bowel obstruction, secondary to intestinal adhesions. Chronic appendicitis. Operation performed: exploratory laparotomy. Lysis of intestinal adhesions. Appendectomy. Anesthesia: general. Specimen removed: appendix. Culture and sensitivity of peritoneal fluids. Estimated blood loss: minimal. Complications: none. Procedure: ¿the patient is a 47-year-old female who is status post incisional ventral hernia repair with biologic mesh over 1 month ago. The patient is now admitted with small bowel obstruction secondary to adhesions. She was brought to the operating room, placed supine on the table. After general anesthesia was established, the abdomen was prepped and draped in the usual sterile manner. Inspection of the abdomen revealed it to be still morbidly obese, there was a well healed midline incision which extended just down past where the former umbilicus was. There was some virgin abdomen in the lower portions just above the pubis. Midline laparotomy scar was made from just below the previous incision down to just above the pubis. Incision was carried down through the subcutaneous fat which was quite substantial until the midline fascia was encountered. This was opened carefully until the peritoneal cavity was entered. Immediately encountered was some creamy ascites, which was not purulent or foul smelling. Culture and sensitivity of the fluid was sent. Inspection of the abdominal contents revealed multiple loops of dilated small bowel, which were still viable. Using careful dissection, the incision was enlarged to down to just above the pubis and down just past the previous hernia repair. Previous alloderm and abdominal wall were opened carefully. There were multiple adhesions of the small bowel to the anterior abdominal wall, which were lysed without enterotomies. After more exposure was obtained, the small bowel was eviscerated. There appeared to be a closed-loop obstruction in the distal jejunum, proximal ileum, secondary to an adhesive band. This band brought the mid jejunum around the distal jejunum and proximal ileum, and caused a close-loop small bowel obstruction. This adhesive band was lysed, which freed up the entire small bowel. All bowel appeared viable at the endo of the lysis of adhesions. The adhesed loop of mid jejunum was also viable. The serosal tear was closed easily sing 3-0 vicryl lembert sutures. The intraabdominal cavity was copiously irrigated. All free fluid was suctioned free. The small bowel was run from the jejunum down to the ileocecal valve. Inspection of the cecum revealed an elongated, somewhat thickened appendix with fecalith in it, consistent with likely chronic appendicitis. A window was made in the mesentery and the mesoappendix was clamped, cut and tied with 2-0 vicryl suture. The appendix was stapled flush against the cecum with a ta30 stapler. The staple line was dunked with a 3-0 vicryl suture. All intestines were put back into the abdomen. The midline laparotomy wound was closed with interrupted #1 prolene sutures placed 1 cm apart. The subcutaneous wound was irrigated, the dermis was closed with interrupted 2-0 vicryl suture, skin was closed with skin staples. Sterile dressing was placed on the wound. The patient was awakened from anesthesia and brought to the recovery room in stable condition.¿ (B)(6) 2008: (B)(6). Lab. Wound assessment. Aerob/anaerobic culture/smear: source: abdomen. Direct smears & preps: gram stain, no organisms observed, no polymorphonuclear neutrophil¿s. Final report: no growth. (B)(6) 2008: (B)(6). Covenant laboratory. (B)(6), md, phd. Pathology report. Case number: (B)(4). Tissue source/description: appendix. Pre-op/post-op diagnosis: acute abdomen. Interpretation: appendix, excision-appendix with no specific pathologic findings. Gross examination: the specimen is labeled ¿appendix¿. The specimen consists of a appendix measuring 8.5cm in length and up to 0.9 cm in diameter. On sectioning, the appendix is filled with fecal material. There is no gross evidence of perforation. Multiple representative sections are submitted in one cassette. Microscopic examination: sections of the appendix show unremarkable mucosa and muscularis. No inflammatory changes are seen. (B)(6) 2008: (B)(6). Lab. Wbc 11.7 h (3.4-11.0). (B)(6) 2008: (B)(6). (B)(6), md. Consultation. Has been doing well until about 4-5 days prior to readmission. Abdominal pain, would vomit. Small amount of bowel movements. Left upper quadrant pain radiated to both right and left lower quadrants. Surgery done yesterday. (B)(6) 2008: (B)(6). (B)(6), md. Discharge summary. Discharge diagnosis: small bowel obstruction secondary to intestinal adhesions. Secondary diagnosis: morbid obesity. Status post repair of recurrent incisional ventral hernia with biologic mesh. Status post repair of recurrent incisional ventral hernia with biologic mesh by myself 1 month ago. Was doing well but has been having increasing abdominal pain, distention, and nausea. CT showed small bowel obstruction. Brought to operating room on (B)(6) 2008 and underwent exploratory laparotomy, lysis of adhesions, appendectomy, incidental. Found to have one tight band causing a near complete small bowel obstruction. Kept in hospital on ng tube and IV fluids. Bowel function was regained on postoperative day #3. Having bowel movements by postoperative day #5. Discharged home in stable condition. (B)(6) 2009: (B)(6). (B)(6), md. Radiology ¿CT abdomen/pelvis. Indication: weight gain, hernia repair, evaluate possible left sided mass. Impression: no acute abnormalities seen. No masses evident. (B)(6) 2009: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: right upper abdominal mass. Postoperative diagnosis: right upper abdominal lipomas. Operation performed: excision of multiple lipomas of right upper abdomen with 8 cm intermediate skin closure. Anesthesia: general. Specimen removed: multiple fatty tumors of right upper abdomen. Estimated blood loss: none. Complications: none. Description of procedure: ¿the patient was brought to the or, placed supine on the table. After general anesthesia was established. The right upper abdomen was prepped and draped in the usual sterile manner. The patient noted to have a well-demarcated mass in the right upper abdomen. After infiltrating the skin with 0.25% marcaine an 8 cm incision was made directly over the mass. Immediately encountered was a benign fatty tumor which was excised from the surrounding tissue and sent off the field as a specimen. Surrounding this fatty tumor were multiple other fatty tumors secondary to patient¿s obesity and multiple fat lobulations. A large amount of fat was removed and sent off the field as a specimen. The large subcutaneous wound was inspected. Meticulous hemostasis was achieved. This was irrigated and all free fluid was suctioned free. The deep tissue was closed with interrupted 3-0 vicryl suture, dermis was closed with interrupted 2-0 vicryl suture, skin was closed with a running 4-0 monocryl subcuticular suture. Dermabond was placed on the wound. The patient was awakened from anesthesia and brought to the recovery room in stable condition.¿ (B)(6) 2009: (B)(6). Pathology report. Tissue source/description: abdominal wall mass. Interpretation: soft tissue, abdominal wall ¿lipoma. (B)(6) 2013: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: follow-up kidney stone CT done in midland showing stones on left on 6 mm one 4 mm left lower quadrant pain history gastric ulcer cyst left kidney. Impression: 6 mm calculus lower pole left kidney. No abnormal mesenteric inflammatory changes. No abscess. (B)(6) 2015: (B)(6). (B)(6), do. Emergency room visit. Complaints of rib injury. Hit left side on edge of tub. Went to med express the next day, no abnormalities seen. Reports a mesh over her abdomen. White blood cells 18.18. Believe this is traumatic contusion of chest wall. (B)(6) 2015: (B)(6). (B)(6), md. Radiology- CT abdomen/pelvis. Indication: trauma, pain, fall. Impression: no acute traumatic injury to abdomen/pelvis. Mild diffuse fatty liver infiltration, meningocele.

Manufacturer narrative:
H6: health effect ¿clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f1903: device explantation medical device component: g04088: membrane previous patient codes (1695, 1930) were reported based on the original complaint and is no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2000 through (B)(6), 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from (B)(6), 2006 through (B)(6), 2008, from (B)(6), 2009 through (B)(6), 2013, from (B)(6), 2013 through (B)(6), 2015, and from (B)(6), 2015 through (B)(6), 2018 were not provided. Patient information: medical history: ¿ diabetes (B)(6) 1995: glucose intolerance (B)(6) 2001: on avandia, glucophage (B)(6) 2002: noninsulin-dependent diabetes mellitus (B)(6) 2018: metformin (B)(6) 2018: insulin, metformin (B)(6) 2018: metformin, victoza ¿ former smoker 1979: quit, smoked for 2 years ¿ obesity (B)(6) 2000: ¿abdomen is severely obese¿ (B)(6) 2002: 294 lbs., bmi 54.6 (B)(6) 2003: 244 lbs., bmi 45.5, ¿used to weigh more than 300 pounds and recently had roux-en-y for obesity.¿ (B)(6) 2018: bmi 38 (B)(6) 2018: 201 lbs., bmi 37.71 (B)(6) 2018: ¿treated at around 350 lbs. At maximum weight and had been 301 lbs. At time of roux-en-y gastric bypass. Present weight of 200.4 lbs. Is lowest she has weighed over last 3 decades.¿ ¿ esophagitis ¿ gastroesophageal reflux disease [gerd] ¿ diverticulitis surgical procedures: ¿ 1997: cholecystectomy ¿ unknown date: dilation and curettage ¿ (B)(6) 2001: total abdominal hysterectomy, bilateral salpingo-oophorectomy [tah-bso] ¿ (B)(6) 2002: esophagogastroduodenoscopy, biopsy. ¿ (B)(6) 2003: roux-en-y gastric bypass ¿ (B)(6) 2004: complex ventral herniorrhaphy with proceed mesh ¿ (B)(6) 2005: repair of recurrent incisional hernia with bard composix mesh ¿ (B)(6) 2005: repair of large/huge recurrent incisional hernia with mesh. Implant: gore® dualmesh® biomaterial. Relevant medical information: ¿ inpatient hospitalization [hospitalization (B)(6) 2004] (B)(6) 2004: complex ventral incisional herniorrhaphy with mesh (proceed mesh). ¿the patient has had previous bariatric surgery which was done in an open procedure. There is a large midline scar which is approximately 1 cm wide. An incision was made the length of the scar, completely around the scar so as to excise it. The scar was then excised using the bovie electrocautery. Using the bovie, dissection was continued down to the anterior abdominal wall fascia. The area where there was a large hernia defect palpated was evaluated. The hernia sac was identified. The extent of the hernia was approximated 4 to 5 cm in diameter. The sac was grabbed with a hemostat and dissection was continued with the bovie electrocautery until the sac was freed up to the margins of the fascia. During this portion of the procedure, there were noted to be multiple small hernias along the midline and the subcutaneous tissue was dissected away from the fascia and the other small hernias along the midline which extended the entire length of the previous incision. The larger hernia sac which was identified was approximately 1 cm above the umbilicus and extending 4 to 5 cm cephalad. Once the hernia sac was freed up, it was entered using the bovie. The lateral wall of the hernia sac was then cut open with bovie electrocautery. There was some omentum adherent to the hernia sac. This was dissected away bluntly and with bovie electrocautery. Any bleeding was cauterized with the bovie. The omentum and some portions of small bowel were seen. These were reduced. The entire hernia sac was then excised from the fascia. There was a smaller hernia sac just above the umbilicus. The fascia incision was extended to this. The fascial incision was then extended along the midline including all of the remaining hernia sacs of which there were approximately three. This was done running the full length of the incision so as to include all hernias. All of the fascial edges were then cleared using the bovie electrocautery. A #1 prolene suture was then started in the more cephalad portion of the incision and this was used to close the majority of the fascia by reapproximating it primarily. The reapproximation was conducted until the large hernial defect was reached at which time the suture was tied to itself. A proceed mesh was then cut to the appropriate length. The cellulose side of the mesh was placed against the peritoneal cavity and 0 prolene suture was then used to suture the mesh and to fill the defect. This was done in a running fashion around the entire defect. Once this was completed, the subcutaneous tissues were then reapproximated using a 2-0 vicryl suture in a running fashion and the skin was reapproximated using skin staples.¿ (B)(6) 2004: discharge summary: ¿hospital course: recovery was somewhat slow and return of bowel function took some time. There was some manipulation of bowel during operation, which contributed to this.¿ ¿ (B)(6) 2005: history and physical. ¿had multiple ventral hernias, repaired 1 year ago. Within last 2 months, the patient noticed bulge that seemed to be getting bigger in epigastric region. The bulge has been getting progressively bigger x 2 weeks. Within last 2 weeks, it has become somewhat tight and ecchymotic and erythematous. Abdomen: soft, very mild tenderness of inferior portion of epigastric scar. There is a hernia palpated within the inferior portion of scar. Impression: recurrent incisional hernia. Plan: admitted for repair of recurrent incisional hernia.¿ ¿ inpatient hospitalization [hospitalization (B)(6) 2005] repair of complex recurrent incisional hernia with insertion of composix mesh. ¿the old midline incision was then opened excising the scar. Dissection was carried through subcu [sic] to the multiple hernia sacs. There at least 5 of them. The area was dissected free from the surrounding scar tissue using careful blunt dissection and cautery. Once the sac had been freed up they were opened and the adhesions of omentum and small bowel were taken down. The sac was then excised from the edges of the fascia and the old screen using cautery. I thought we would be able to close the screen back to the fascia on the other side however during the process of suturing the old screen which had healed in fairly nicely on the left side but pulled away from the right side, this mesh just tore apart. We then excised the rest of the mesh. A portion of composix mesh was obtained and cut to the appropriate size which was about 12x7 cm. The mesh was sutured to the edges of the fascia using running #1 prolene. Subcu [sic] was closed with a running 2-0 vicryl and skin was closed with clips.¿ ¿ (B)(6) 2005: CT abdomen: ¿impression: ventral hernia.¿ implant preoperative complaints: ¿ (B)(6) 2005: CT abdomen: ¿persistent ventral hernia, intrarenal calculus left.¿ implant procedure: repair of large/huge recurrent incisional hernia with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc08/03770500, 26cm x 34cm x 1mm thick, oval] implant date: (B)(6), 2005 [hospitalization (B)(6), 2005] ¿ description of hernia being treated: ¿the patient had a huge incisional hernia that took up the majority of the upper abdomen. An incision was made that excised the previous skin incision by making curved linear incisions on both sides with previous incision and resecting it completely. The hernia sac was identified, it was opened. The transverse colon and small bowel were present within the hernia sac. All of the adhesions to the sac and abdominal wall were taken down sharply. Care was taken to prevent any enterotomy. The hernia sac was completely resected. Skin flaps were raised circumferentially. The intra-abdominal adhesions were taken down completely to expose the abdominal wall throughout. The small bowel as run from the ligament of treitz to the terminal ileum with no obvious abnormality.¿ ¿ implant size and fixation: ¿the mesh was then selected. A 24x30 cm ptfe dual mesh was used. Sutures of 0 cvo were placed in 8 locations. The tails of these sutures were brought out through the anterior abdominal wall, overlapping the defect a minimum of 3 cm. These were brought out through the anterior abdominal wall and a free needle was used to bring the other tail out approximately 1 cm away from the initial suture. All of these were brought out through the anterior abdominal wall with any defect in between these sutures being made up with cv0 suture between the mesh and the posterior sheath and/or peritoneum. I was unable to pass a finger anywhere around the circumference of the repair. All sutures were tied. The skin was then resected as there was a large amount of redundant skin. The dermis was reapproximated with 3-0 vicryl sutures in interrupted fashion. Two ¼ inch round jackson-pratt drains were placed through separate stab wounds and brought into the subcutaneous space.¿ (B)(6) 2005: pathology. ¿the specimen is labeled ¿skin, hernia sac and omentum¿ and consists of multiple pieces of adipose tissue with few containing attached strips of tan skin. This tissue measures in aggregate 36 x 18 x 7.5 cm. There are multiple pieces of fibromembranous-like tissue with attached fibrous tissue measuring in aggregate 24 x 18.5 x 1.5 cm. Few of these pieces of tissue contain synthetic mesh material and multiple sutures.¿ (B)(6) 2005: discharge summary. ¿admitted to hospital after having undergone repair of huge incisional hernia. Tolerated this very well. Had some difficulty tolerating oral intake for 1st few days postoperatively, postoperative day #5 she was tolerating diet. Pain controlled with oral pain medications and voiding spontaneously. Discharge home.¿ relevant medical information: ¿ (B)(6) 2005: CT abdomen. ¿prominent soft tissue type density extending along lung presumed to be the surgical site. This has hounsfield units of approximately 11 to 20 suggesting the presence of seroma. Other consideration to be hematoma. Small area of subcutaneous air just to left of midline in upper abdomen.¿ ¿ (B)(6) 2005: CT guided aspiration: ¿CT-guided aspiration of the anterior subcutaneous seroma using an anterior approach ... A total of 425 cc of serosanguineous fluid was aspirated.¿ (B)(6) 2005: lab. ¿no organisms observed, rare polymorphonuclear neutrophils. Preliminary report: no growth to date.¿ ¿ (B)(6) 2006: CT abdomen. ¿postoperative changes in anterior abdominal wall with mesh in anterior abdominal wall. Interval reduction in fluid collection in anterior abdominal wall and in subcutaneous soft tissues when compared to previous studies.¿ ¿ (B)(6) 2006: CT abdomen. ¿there is a mesh seen in the anterior abdominal wall. There is a fluid collection seen in the anterior abdominal wall just below the site of incision, which measures about 6.7 cm in the transverse and 1.9 cm in the anterior-posterior dimensions, likely representing anterior abdominal wall seroma/hematoma, which was present on the prior study and is unchanged in appearance.¿ explant preoperative complaints: ¿ (B)(6) 2008: ¿the patient was noted to have a well-healed midline incision. The patient has undergone open gastric bypass with 3 subsequent ventral hernia repairs with mesh. The patient has a recurrent bulge in the upper midline.¿ ¿preoperative diagnoses: recurrent incisional ventral hernia.¿ explant procedure: repair of recurrent incisional ventral hernia with biologic mesh, ¿alloderm 16 x 20 cm.¿ excision of chronically infected ventral hernia mesh. Drainage of rectus wall seroma. Lysis of intestinal adhesions. Explant date: (B)(6), 2008 [hospitalization (B)(6), 2008] ¿ ¿the patient has a recurrent bulge in the upper midline. The incision was carried down through the old scar, through the subcutaneous tissue. In the upper abdomen, the patient was noted to have a weakness in the midline fascia at the epigastrium just underneath the xiphoid process. This was dissected free until an avulsed piece of gore-tex mesh was seen. This was opened carefully, and immediately encountered was a large seroma pocket. Sample of the fluid was sent for c&s [culture and sensitivity]. The mesh was dissected from the surrounding tissue until the entire upper portion of the mesh was exposed. After dissection, it became clear that a very large gore-tex mesh was placed in the rectus sheath. This was used as an interface between the anterior rectus fascia. This was placed underneath the anterior fascia above the muscle. Between the mesh and the posterior sheath, there was a large amount of fluid and cystic pockets. These pockets were opened and debrided carefully. The thickened tissue was opened, exposing the intra-abdominal cavity. The thickened tissue underneath the fluid pocket was likely chronically thickened posterior sheath. After this was opened, the entire mesh was opened down to the abdomen just above the umbilicus. The patient was also noted to have recurrence at the lower portion of the wound. This was opened as well. Incision was carried down past the umbilicus to intact fascia. The intra-abdominal cavity was entered completely. There were multiple adhesions from the small bowel to each other from previous open gastric bypass surgery. These adhesions were lysed easily.¿ ¿the anatomy was inspected. The roux limb was inspected and noted to be free of obstruction. The enteroenterostomy was noted to be intact as well. The entire bowel was run from the ligament of treitz to the enteroenterostomy and to the ileocecal valve. There were some adhesions in the pelvis from previous tah-bso. These were also lysed easily. Attention was then turned back to the abdominal wall. The mesh on each side of the rectus sheath was dissected carefully using sharp dissection. The mesh was removed in its entirety from both sides of the abdominal wall. I believe that the mesh was likely chronically infected with this large seroma cavity. After tedious dissection, the entire mesh was excised and sent off the field as a specimen. Unhealthy fascia and necrotic tissue were debrided on both sides of the abdominal wall. After full dissection, subcutaneous pockets were created above the intact fascial layer. The decision was made to repair this abdominal wall defect using a 16 x 20-cm piece of alloderm. This was placed as an underlay.¿ (B)(6) 2008: pathology. ¿the specimen is received in a dry container labeled ¿abdominal graft¿. The specimen consists of multiple strips of synthetic mesh material with a small amount of attached soft tissue measuring in aggregate 12.3 x 17.0 by up to 1.4 cm. There are multiple pieces of blue synthetic suture within the tissue and lying freely within the specimen container.¿ ¿final report: no growth.¿ (B)(6) 2008: discharge summary. ¿underwent repair of recurrent incisional ventral hernia with biologic mesh, excision of chronically infected ventral hernia mesh, lysis of intestinal adhesion, and drainage of the rectus wall seroma. Patient had expected postoperative ileus, which required 4 to 5 days to resolve. Also was anemic secondary to blood loss from surgery and received 2 units of packed red blood cells. Eventually was able to tolerate diet and was discharged home in stable condition.¿ ¿final diagnosis: recurrent incisional ventral hernia.¿ relevant medical information: ¿ inpatient hospitalization [hospitalization (B)(6) 2008] (B)(6) 2008: ¿complains of significant abdominal pain mostly in left upper rib area with associated nausea, no vomiting. Pain for about 6 days... Firm nodule in mid abdomen it is tender to palpation, but does not know where pain is worst.¿ (B)(6) 2008: CT abdomen. ¿mesomesenteric volvulus of distal small bowel in right lower quadrant causing complete small bowel obstruction. No evidence of pneumatosis intestinalis or pneumoperitoneum. Small peri-incisional fluid collection.¿ (B)(6) 2008: exploratory laparotomy. Lysis of intestinal adhesions. Appendectomy. (B)(6) 2008: discharge summary. ¿found to have one tight band causing a near complete small bowel obstruction. Kept in hospital on ng tube and IV fluids. Bowel function was regained on postoperative day #3. Having bowel movements by postoperative day #5. Discharged home in stable condition.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: record prior to 4/21/2004, including records for gastric bypass surgery were not provided. On (B)(6) 2004: (B)(6), md. Res. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: complex ventral incisional hernia. Operation performed: complex ventral incisional herniorrhaphy with mesh (proceed mesh). Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Complications: none. Description of procedure: ¿the patient was taken to the operating room, general anesthesia was induced. The abdomen was prepped and draped in the usual sterile fashion. The patient has had previous bariatric surgery which was done in an open procedure. There is a large midline scar which is approximately 1 cm wide. An incision was made the length of the scar, completely around the scar so as to excise it. The scar was then excised using the bovie electrocautery. Using the bovie, dissection was continued down to the anterior abdominal wall fascia. The area where there was a large hernia defect palpated was evaluated. The hernia sac was identified. The extent of the hernia was approximated 4 to 5 cm in diameter. The sac was grabbed with a hemostat and dissection was continued with the bovie electrocautery until the sac was freed up to the margins of the fascia. During this portion of the procedure, there were noted to be multiple small hernias along the midline and the subcutaneous tissue was dissected away from the fascia and the other small hernias along the midline which extended the entire length of the previous incision. The larger hernia sac which was identified was approximately 1 cm above the umbilicus and extending 4 to 5 cm cephalad. Once the hernia sac was freed up, it was entered using the bovie. The lateral wall of the hernia sac was then cut open with bovie electrocautery. There was some omentum adherent to the hernia sac. This was dissected away bluntly and with bovie electrocautery. Any bleeding was cauterized with the bovie. The omentum and some portions of small bowel were seen. These were reduced. The entire hernia sac was then excised from the fascia. There was a smaller hernia sac just above the umbilicus. The fascia incision was extended to this. The fascial incision was then extended along the midline including all of the remaining hernia sacs of which there were approximately three. This was done running the full length of the incision so as to include all hernias. All of the fascial edges were then cleared using the bovie electrocautery. A #1 prolene suture was then started in the more cephalad portion of the incision and this was used to close the majority of the fascia by reapproximating it primarily. The reapproximation was conducted until the large hernial defect was reached at which time the suture was tied to itself. A proceed mesh was then cut to the appropriate length. The cellulose side of the mesh was placed against the peritoneal cavity and 0 prolene suture was then used to suture the mesh and to fill the defect. This was done in a running fashion around the entire defect. Once this was completed, the subcutaneous tissues were then reapproximated using a 2-0 vicryl suture in a running fashion and the skin was reapproximated using skin staples. The area was then cleaned and dressed appropriately. There were no complications to the procedure. The patient tolerated it well. All sponge and instrument counts found to be correct at the end of the case. Dr. (B)(6) was present throughout the entire case.¿ on (B)(6) 2004: (B)(6), rn. Intraoperative nurses record. Allergies: duratress, toradol, mustard, tape. Anesthesia: general. Product traceability label: proceed surgical mesh. Abdominal incision. Specimen: abdominal fascial tissue. On (B)(6) 2004: (B)(6), md. Surgical pathology report. Collection date: on (B)(6) 2004. Received date: on (B)(6) 2004. Case number: (B)(4). Tissue source/description: abdominal fascial tissue. Pre-op diagnosis: incisional hernia. Post-op diagnosis: same. Interpretation: resected abdominal fascia, with chronic reactive changes. Gross examination: the specimen is labeled ¿abdominal; fascial tissue¿. The specimen consists of multiple pieces of tan fibromembranous tissue with small amounts of attached adipose tissue measuring in aggregate 12.3 x 8.5 x 1.3 cm. The tissue is sectioned with multiple representative sections submitted in one cassette. Microscopic examination: fascial tissue shows chronic reactive stromal and vascular changes. There are attached portions of lobulated fat. On (B)(6) 2005: (B)(6), md. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation performed: repair of complex recurrent incisional hernia with insertion of composix mesh. Description of procedure: ¿the patient was brought to the operating room, placed in supine position on the operating table, induced under general endotracheal anesthesia. The abdomen was then prepped and draped in the usual sterile fashion. The old midline incision was then opened excising the scar. Dissection was carried through subcu [sic] to the multiple hernia sacs. There at least 5 of them. The area was dissected free from the surrounding scar tissue using careful blunt dissection and cautery. Once the sac had been freed up they were opened and the adhesions of omentum and small bowel were taken down. The sac was then excised from the edges of the fascia and the old screen using cautery. I thought we would be able to close the screen back to the fascia on the other side however during the process of suturing the old screen which had healed in fairly nicely on the left side but pulled away from the right side, this mesh just tore apart. We then excised the rest of the mesh. A portion of composix mesh was obtained and cut to the appropriate size which was about 12x7 cm. The mesh was sutured to the edges of the fascia using running #1 prolene. Subcu [sic] was closed with a running 2-0 vicryl and skin was closed with clips. Estimated blood loss was minimal, sponge, needle and instrument counts were correct. The patient tolerated the procedure well and was returned to post anesthesia recovery in satisfactory condition.¿ on (B)(6) 2005: (B)(6), rn. Intraoperative nurses record/supplemental. Implant information. Bard® composix® mesh. Body site: abdomen. [Shilbrandt-1ppr-kba-00046]. On (B)(6) 2005: (B)(6) healthcare. Lab. Wbc: 11.2 h (3.4-11.0). On (B)(6) 2005: (B)(6), md. Preoperative diagnosis: large/huge recurrent incisional hernia. Postoperative diagnosis: large/huge recurrent incisional hernia. Operation performed: repair of large/huge recurrent incisional hernia with mesh. Anesthesia: [blank]. Description of procedure: ¿the patient is brought to the operating room, placed supine on the operating room table. After the induction of satisfactory general anesthesia, the patient¿s abdomen was prepped and draped in a sterile fashion. The patient had a huge incisional hernia that took up the majority of the upper abdomen. An incision was made that excised the previous skin incision by making curved linear incisions on both sides with previous incision and resecting it completely. The hernia sac was identified, it was opened. The transverse colon and small bowel were present within the hernia sac. All of the adhesions to the sac and abdominal wall were taken down sharply. Care was taken to prevent any enterotomy. The hernia sac was completely resected. Skin flaps were raised circumferentially. The intra-abdominal adhesions were taken down completely to expose the abdominal wall throughout. The small bowel as run from the ligament of treitz to the terminal ileum with no obvious abnormality. The mesh was then selected. A 24x30 cm ptfe dual mesh was used. Sutures of 0 cvo were placed in 8 locations. The tails of these sutures were brought out through the anterior abdominal wall, overlapping the defect a minimum of 3 cm. These were brought out through the anterior abdominal wall and a free needle was used to bring the other tail out approximately 1 cm away from the initial suture. All of these were brought out through the anterior abdominal wall with any defect in between these sutures being made up with cv0 suture between the mesh and the posterior sheath and/or peritoneum. I was unable to pass a finger anywhere around the circumference of the repair. All sutures were tied. The skin was then resected as there was a large amount of redundant skin. The dermis was reapproximated with 3-0 vicryl sutures in interrupted fashion. Two ¼ inch round jackson-pratt drains were placed through separate stab wounds and brought into the subcutaneous space. The skin was then closed with stainless surgical clips. The patient tolerated the procedure well and with no apparent complications.¿ on (B)(6) 2005: (B)(6) healthcare. Intraoperative nurse record/supplemental. Implant information. Gore® dualmesh® biomaterial. Manufacturer: w.l. Gore & associates. Catalog#: 1dlmco8. Lot#: 03770500. Body site: abdomen. The records confirm a gore® dualmesh® biomaterial (1dlmc08/03770500) was implanted during the procedure. On (B)(6) 2005: (B)(6), md. Surgical pathology report. Surgery/collection date: on (B)(6) 2005. Case number: (B)(4). Tissue source/description: a) adhesion peritoneal implant. B) skin, hernia sac omentum. Pre-op diagnosis: large recurrent incisional hernia. Post-op diagnosis: same. Interpretation: a) specimen designated ¿adhesion peritoneal implant¿: multiple fibrovascular adhesions. Small resolved hematoma. B) soft tissue from hernia sac: hernial sac, skin with scar and mature lobulated adipose tissue. Gross examination: a) the specimen is labeled ¿adhesion peritoneal implant¿ and consists of a strip of fibromembranous tissue measuring 5.9 x 0.8 x 0.4 cm along with a piece of firm tan material measuring 0.9 x 0.7 x 0.3 cm. The tissue is sectioned and entirely submitted in block a. B) the specimen is labeled ¿skin, hernia sac and omentum¿ and consists of multiple pieces of adipose tissue with few containing attached strips of tan skin. This tissue measures in aggregate 36 x 18 x 7.5 cm. There are multiple pieces of fibromembranous-like tissue with attached fibrous tissue measuring in aggregate 24 x 18.5 x 1.5 cm. Few of these pieces of tissue contain synthetic mesh material and multiple sutures. One of the pieces of skin contains a linear scar measuring approximately 36 cm in length. Multiple representative sections are submitted in blocks b1-2. Microscopic examination: a) sections include prominent fibrous adhesions and a small nodule with hemosiderin deposition suggesting a small resolved hematoma. No atypia nor malignancy is seen. B) sections include laminated dense connective tissue with mesothelial cell lining and adipose tissue. Also seen is a fragment of skin with scar. No atypia nor malignancy is seen. On (B)(6) 2005: (B)(6) healthcare. Lab. Wbc 20.5 h (3.4-11.0). On (B)(6) 2005: (B)(6) healthcare. Lab. Wbc 20.3 h (3.4-11.0). On (B)(6) 2005: (B)(6) healthcare. Lab. Wbc 15.3 h (3.4-11.0). On (B)(6) 2005: (B)(6) healthcare. Lab. Wbc 13.3 h (3.4-11.0). Records between 11/6/2005 and 7/12/2008 were not provided. On (B)(6) 2008: (B)(6), md. Preoperative diagnosis: recurrent incisional ventral hernia. Postoperative diagnoses: 1) recurrent incisional ventral hernia. 2) chronically infected ventral hernia mesh. 3) intramuscular abdominal wall seroma. 4) intestinal adhesions. Operation performed: 1) repair of recurrent incisional ventral hernia with biologic mesh, ¿alloderm 16 x 20 cm.¿ 2) excision of chronically infected ventral hernia mesh. 3) drainage of rectus wall seroma. 4) lysis of intestinal adhesions. Anesthesia: general. Specimens: specimen removed is c&s of seroma fluid, portion of abdominal hernia mesh. Estimated blood loss: less than 100 ml. Complications: there were no complications. Description of procedure: ¿the patient was brought to the or and placed supine on the table. After general anesthesia was established, the abdomen was prepped and draped in the usual sterile manner. The patient was noted to have a well-healed midline incision. The patient has undergone open gastric bypass with 3 subsequent ventral hernia repairs with mesh. The patient has a recurrent bulge in the upper midline. The incision was carried down through the old scar, through the subcutaneous tissue. In the upper abdomen, the patient was noted to have a weakness in the midline fascia at the epigastrium just underneath the xiphoid process. This was dissected free until an avulsed piece of gore-tex mesh was seen. This was opened carefully, and immediately encountered was a large seroma pocket. Sample of the fluid was sent for c&s. The mesh was dissected from the surrounding tissue until the entire upper portion of the mesh was exposed. After dissection, it became clear that a very large gore-tex mesh was placed in the rectus sheath. This was used as an interface between the anterior rectus fascia. This was placed underneath the anterior fascia above the muscle. Between the mesh and the posterior sheath, there was a large amount of fluid and cystic pockets. These pockets were opened and debrided carefully. The thickened tissue was opened, exposing the intra-abdominal cavity. The thickened tissue underneath the fluid pocket was likely chronically thickened posterior sheath. After this was opened, the entire mesh was opened down to the abdomen just above the umbilicus. The patient was also noted to have recurrence at the lower portion of the wound. This was opened as well. Incision was carried down past the umbilicus to intact fascia. The intra-abdominal cavity was entered completely. There were multiple adhesions from the small bowel to each other from previous open gastric bypass surgery. These adhesions were lysed easily. The anatomy was inspected. The roux limb was inspected and noted to be free of obstruction. The enteroenterostomy was noted to be intact as well. The entire bowel was run from the ligament of treitz to the enteroenterostomy and to the ileocecal valve. There were some adhesions in the pelvis from previous tah-bso. These were also lysed easily. Attention was then turned back to the abdominal wall. The mesh on each side of the rectus sheath was dissected carefully using sharp dissection. The mesh was removed in its entirety from both sides of the abdominal wall. I believe that the mesh was likely chronically infected with this large seroma cavity. After tedious dissection, the entire mesh was excised and sent off the field as a specimen. Unhealthy fascia and necrotic tissue were debrided on both sides of the abdominal wall. After full dissection, subcutaneous pockets were created above the intact fascial layer. The decision was made to repair this abdominal wall defect using a 16 x 20-cm piece of alloderm. This was placed as an underlay. Both layers of the abdominal wall, including the thickened posterior sheath and anterior sheath were sutured together. The alloderm was placed as an underlay, and using #1 interrupted prolene sutures placed in a horizontal mattress fashion, both layers of the abdominal wall were secured to the alloderm. Each suture was placed approximately 4 cm back from intact wall through both leaves of the abdominal wall, through the alloderm, and out the anterior abdominal wall again. These were all tagged for future tying. Each was placed approximately 1 cm apart. After all sutures were placed, each was tied snuggly. With alloderm as an underlay, the midline fascia, abdominal wall was able to be closed primarily using #1 prolene interrupted sutures. This was able to close both layers of the abdominal wall without much tension at all. The subcutaneous wound was inspected and irrigated. Meticulous hemostasis was achieved. Through 2 separate stab incisions in the right and left lower abdomen, 3/16 round jackson-pratt drains were placed in the subcutaneous pockets. These were secured to the abdominal wall using 2-0 nylon sutures. The dermis was closed with interrupted 2-0 vicryl suture. Skin was closed with skin staples. A sterile dressing was placed on the wound. The patient was awakened from anesthesia and brought to the recovery room in stable condition.¿ on (B)(6) 2008: covenant healthcare. Intraoperative nurses record/supplemental. Implant information. Alloderm® regenerative tissue matrix. Body site: abdomen. Side: anterior. On (B)(6) 2008: (B)(6), md. Surg path final report. Collection date: on (B)(6) 2008. Tissue source/description: abdominal graft c & s. Pre-op diagnosis: recurrent ventral incisional hernia. Post-op diagnosis: same. Interpretation: soft tissue and graft material, abdomen-fragments of fibroadipose tissue and graft mesh. Gross examination: the specimen is received in a dry container labeled ¿abdominal graft¿. The specimen consists of multiple strips of synthetic mesh material with a small amount of attached soft tissue measuring in aggregate 12.3 x 17.0 by up to 1.4 cm. There are multiple pieces pf blue synthetic suture within the tissue and lying freely within the specimen container. The specimen is sectioned with representative sections of the soft tissue submitted in one cassette. Microscopic examination: see interpretation. On (B)(6) 2008: (B)(6) laboratory. Lab. Wound assessment: aerob [sic]/anaerobic culture/smear: source: abdomen. Direct smear & preps: gram stain, no organisms observed, no pmn¿s. Final report: no growth. On (B)(6) 2008: (B)(6) lab. Lab. Wbc 12.5 h [3.4-11.0]. On (B)(6) 2008: (B)(6) healthcare. Discharge summary. (B)(6), md. History: admitted after extensive surgery. Underwent repair of recurrent incisional ventral hernia with biologic mesh, excision of chronically infected ventral hernia mesh, lysis of intestinal adhesion, and drainage of the rectus wall seroma. Patient had expected postoperative ileus, which required 4 to 5 days to resolve. Also was anemic secondary to blood loss from surgery and received 2 units of packed red blood cells. Eventually was able to tolerate diet and was discharged home in stable condition. Final diagnosis: recurrent incisional ventral hernia. Secondary diagnosis: 1) chronically infected ventral hernia mesh. 2) rectus wall seroma. 3) intestinal adhesions. 4) blood loss anemia. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2005, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronically infected mesh, mesh removal, seroma, adhesions, additional surgery. Additional event specific information and medical records have been requested.